Event description:
It was reported that, "during the trialing of a triathlon total knee, the surgeon noticed pieces of the plastic from the trial insert in the patient's soft tissue. After trialing and everything was removed, the surgeon dug the pieces out of the patient."

Manufacturer narrative:
Additional information has been requested and if available it will be submitted in the supplemental report.